Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a blood detected alarm. The customer also reported that the they shut the pump off and rebooted it, and the alarm ceased. No patient harm or serious injury was reported, and there was no adverse event reported.

Manufacturer narrative:
Getinge service was not requested by the customer, since they service themselves. A getinge regional service manager reported that subsequent to this complaint event, field actions were carried on the iabp by a getinge designee. The designee performed all current field action updates on the iabp which includes the gasket kit upgrade, software upgrade and driver pcb upgrade per service bulletins. The designee then performed all functional and safety checks to meet factory specifications, and the iabp passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
The customer reported that during use on a patient the cs300 intra-aortic balloon pump (iabp) had a blood detected alarm. The customer also reported that the they shut the pump off and rebooted it, and the alarm ceased. No patient harm or serious injury was reported, and there was no adverse event reported.